Event description:
According to the available information, the reservoir was removed and replaced. It appeared that the reservoir had curled over the lockout valve affecting the ability to maintain saline in the reservoir.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Reservoir was received for evaluation. No functional abnormalities were noted with the reservoir. The information received indicated the device had a reservoir malfunction, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the reservoir was removed and replaced. It appeared that the reservoir had curled over the lockout valve affecting the ability to maintain saline in the reservoir.